Event description:
It was reported that the pressure needs to be checked and calibrated. This is due to inconsistent overpressure.

Manufacturer narrative:
This complaint is one of eight from an event description alleging the same failure that reoccurred eight times with a single device. The single device was filed and evaluated under MDR 0002936485-2014-00129 with initial and supplement submitted on 3/14/2014 and 3/31/2014 respectively. Please refer to that evaluation for additional details.

Event description:
It was reported that the pressure needs to be checked and calibrated. This is due to inconsistent overpressure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.